Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the first proximal row, stent struts were lifted on one side and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within specification. Stent damage most likely occurred during the withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely calcified left anterior descending artery. After inserting a non-bsc wire and pre-dilation with 2.0x15mm non-bsc balloon catheter, a 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion after multiple attempts. The procedure was completed with a 3.0x28mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.